Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated: "patient was having a procedure via femoral access and at the end, the angioseal was being deployed. During the retraction, the foot plate became dislodged and separated from the plug. The foot plate typically stays in place at the puncture site but in this case went into her vessel down near her foot. Pressure was applied to the site to stop bleeding and decision was made to monitor foot and toe for decreased blood flow through the weekend. None was observed. The physician placed collagen plug and foot plate in normal manner and retracted angio seal using the amount of force that he uses each time. He has previously deployed ~20 successful angioseals in the past and prior to that, had observed over 100 placements as a resident. What was the original intended procedure? Endovascular liquid embolic embolization of the bilateral middle meningeal artery. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;"

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5, e4, g2, h1, h6, h10, and attach the corresponding medwatch. Based on the additional information received on medwatch (B)(4), this complaint is currently deemed a reportable event.

Manufacturer narrative:
A4: weight: 63.9 kg . E3: occupation: neurointerventional the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal broke when the device was pulled back for a second click. When removing the device from the patient, the suture was detached from the anchor. The anchor was believed to be retained within the patient. Therefore, pressure was held for hemostasis. Per physician, the patient was doing fine, no adverse effects occurred, and no blood loss was reported. The procedure performed was a neuro angiogram. Additional information was received on 12jan2026: per physician, the anchor was not located following the procedure. A pre-deployment angio was performed. There were no issues during access or removal of the procedural sheath. There were no issues with the angio-seal until the second click. The procedure was neuro interventional.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h4, and the complete investigation results. As of 02mar2026, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. This reported event has been reassessed and deemed not reportable. The angio-seal device was not returned for evaluation. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.